Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the device phantom programmed from ddd to emergency vvi mode.